Event description:
The company rec'd a report where it was claimed that cuff leaked during pt use. The end clinician elected to extubate and reintubate with a replacement tube. This report is associated to the second occurrence reported on MFR# (B)(4) / 2936999-2010-01335.

Manufacturer narrative:
Part (B)(4) is not distributed in the us; however is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part k082520. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified for the investigation, a summary of the investigation results will be provided in a supplemental report.